Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the premature battery depletion cannot be established, as the product remains implanted and has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported premature battery depletion cannot be confirmed. Risk review: a risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that at a routine follow-up appointment, the remaining battery longevity of this implantable pacemaker was noted to only be one year. The physician suspected potential premature battery depletion and scheduled a closer follow-up appointment in 30 days to assess the rate of depletion. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, the remaining battery longevity of this implantable pacemaker was noted to only be one year. The physician suspected potential premature battery depletion and scheduled a closer follow-up appointment in 30 days to assess the rate of depletion. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.